Manufacturer narrative:
Date sent to the FDA: 05/03/2017.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent left inguinal hernia repair and mesh was implanted. The patient has experienced pain, burning upon walking, loss of 50 lbs, loss of appetite, nausea and involuntary or accidental urination and fake poops. The patient reports that you can feel the mesh if you press in. The patient has spent the past 15 months with non-invasive r/o hips, gi etc. Nerve block to left hip r/o hip. No additional information was provided.